Manufacturer narrative:
Unit was visually inspected for any signs of defects or damage. Nothing was noted on the device other than dried blood from the reported disconnect. Sample was connected to a manometer and pressurized with water up to 500 mmhg (clinically relevant pressure) and inspected for any signs of leaks. The line was manually put under repeat tension and manipulated to determine if the line would disconnect. The unit did not disconnect. The sample was de-primed and the quick connect function was cycled repeatedly. Each time the quick connect was noted to successfully engage. No issues with the connect/disconnect function were found. It was re-pressurized back to 500 mmhg and put back through the tension and manipulation cycles. Again no leaks or disconnect were noted. A definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun - as of this writing we have not received information on the infectious status of the returned sample and therefore it has not been decontaminated and actual testing conducted. Photographs provided by the customer show that there was a disconnection. There were no issues noted on the device history record (DHR). The customer connection was made between the 3/8'' quick connector body on line 7a of the cardiovascular procedure kit to the 3/8'' quick connector insert on the prescriptive oxygenator pack, which is manufactured at a separate terumo facility reported in MDR# 1124841-00239. The coc for the 3/8" body was reviewed and no issues were found. The inspection data was reviewed for the quick disconnect body (lot: 3498106) and no issues were noted as the part was found to be within specification. The inspection data includes testing for the proper connection of the quick disconnect assembly to make sure the mated components do not disconnect when pulled by hand. A visual inspection on the chamfer was also performed to confirm if the chamfer was not deformed. A definitive root cause has yet to be determined. All available information has been placed on file in quality for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that during cardiopulmonary bypass surgery, the cardiovascular procedure kit, quick connector disconnected. The perfusionist was on cpb for approximately three hours, and during rewarming the quick disconnect connector disconnected, resulting in approximately 800 cc blood loss and a 30-60 seconds delay in the procedure. The line was reconnected and the surgery was completed successfully. The patient required a transfusion of three units of blood.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted november 21, 2017. Upon further investigation of this reported event, the following information is new and/or changed: informed date on the initial MDR filed november 21, 2017, date rec¿d by MFR should have been november 1, 2017 instead of november 2, 2017. Photos of the contaminated sample were received which showed that the thumb latch and chamfer appeared undamaged. The investigation has not been completed, a follow-up report will be submitted when the investigation is completed and more information becomes available all available information has been placed on file in quality management for appropriate tracking, trending and follow-up.